Event description:
It was reported that pump housing was cracked after pump was dropped and could no longer be used for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer planned to use injections as backup therapy, and Technical Support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to let battery fully deplete before return, to send damaged pump back within 10 days using provided materials, and to reenter pump settings and reconnect CGM on replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.